Event description:
The balloon ruptured less than twenty four hrs after placement in a very sick, unstable pt with a "hostile" aorta. An embolectomy and facsiotomy were performed. The iab was removed and replaced with no further complications.